Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited signs of premature battery depletion. Since the patient resides far from the hospital, the physician decided to replace the generator for patient safety. On (B)(6) 2018 the device was explanted. The patient condition was stable at all time.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was above eri when received. Longevity calculations were performed and the battery depletion was found to be normal based upon usage. The device was tested on the bench and no anomalies were detected.